Event description:
An ophthalmic surgeon reported that issue with latching of cassette occurred and aspiration of cassette was not possible during the surgery. It was unknown if the cutter could not be aspirated. The procedural type was unknown. The surgery was completed on the same day after replacing with the same product. There was no contact to the patient.

Manufacturer narrative:
The wet combined console pak lot was visually inspected and no obvious defect was observed. The ball in drip chamber¿s check valve moved freely. Non-invasive flow sensor (nifs) on the cassette housing was in good condition. The infusion cannula and manifold were not returned. Product tested using constellation console with current software and infusion manifold and cannula from lab stock. Light emitting diode (led) rings turned green and 20k cut rate displayed on the screen as the probe connectors were engaged to the console, indicating the proper communication with the probe. Cassette was recognized as combined. Products could prime, tune with ultrasonic handpiece, 0.9mm aspiration bypass system (abs) tip and infusion sleeve from lab stock, and pass intraocular pressure (iop) calibration successfully. Fluid flowed from balanced salt solution (bss) bottle to drain bag without any interfering. No air leak was detected from the infusion airline. No message code appeared. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. Cleaning process was performed after functional testing. Product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received; the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).